Event description:
It was reported that during the placement of an embolization coil within an aneurysm the microcatheter kept kicking out of the aneurysm. The implant prematurely detached. The coil was retrieved using an intravascular snare. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was received with the implant detached from the delivery pusher. The delivery pusher was not included for evaluation. The implant coil is stretched into wire. A microcatheter was included for evaluation. The catheter has flat segments at the distal end. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed. The root cause of this complaint can not be determined as the entire device was not included for evaluation. We can not determine how the microcatheter became damaged.